Event description:
On literature article ¿high tibial osteotomy in medial compartment osteoarthritis and varus deformity using the taylor spatial frame: early results", it was reported that one patient required a fibular osteotomy due to excessive pain associated with a larger than average correction of 22 degrees.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. The pictures provided were reviewed and could not confirm the stated failure mode. The clinical/medical investigation concluded that, the data presented in the aged article did not provide insight or relevance to current clinical outcomes for the product/device. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, patient reaction or loss of sterility. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.